Event description:
It was reported to philips that the allura device would not produce x-rays. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube current (ie) was out of range and there was a short circuit between bulb filament and lampshade. Review of the system log file showed ie out of range error message since the tube was defective. The fse did the functional testing and found that, the failure occurred in generator including tube and the system cannot start exposure or fluoroscopy. The fse did system restart but the issue persisted. The fse replaced the mrc (maximus rotalix ceramic) tube to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.